Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure appears to be due to challenging patient anatomy in conjunction with procedural circumstances. The reported tissue damage appears to be due to challenging patient anatomy. Additionally, the tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting a clip, it was noted that the patient had a large atrium and thin leaflets. An xtr clip (91031u122) was inserted and successfully deployed. However, after deployment, the physician noticed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that due to the thin leaflets, the slda caused tissue damage to the leaflets. To stabilize the slda, an ntr clip (00401u218) was inserted, but due to the shadowing, the imaging was very poor. The clip was advanced to the leaflets but was unable to grasp the leaflets. Therefore, the clip was removed and replaced with an additional xtr clip. It was noted that when the ntr was removed, a piece of tissue was noticed to be attached to the clip. The xtr was advanced but was unable to be deployed due unviable leaflets. Mr remained at a grade of 4 and the physician decided to discontinue the procedure and undergo mitral valve replacement surgery. There was no clinically significant delay in the procedure. No additional information was provided.